Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device with otv-s300 and found that the reported phenomena could not be duplicated and no failure. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the investigation, there was the possibility that these phenomena were attributed to the temporary contact failure on the video connector contacts by some reason.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the following events. [(B)(6), 2021] during preparation for a laparoscopic gallbladder resection procedure, it was found that the scope communication error was displayed. The user used the ltf-s190-5 and the otv-s300 in the intended procedure. The serial number of the ltf-s190-5 used in the intended procedure was unknown, but it could be (B)(4) because the facility has the ltf-s190-5 of these serial number. The serial number of the otv-s300 used in the intended procedure was unknown, but it could be (B)(4) because the facility has the otv-s300 of these serial number. The user replaced the ltf-s190-5 to another device and completed the intended procedure with the same otv-s300. [(B)(6), 2021] during preparation for a laparoscopic rectal resection procedure, it was found that the error e216 which indicated the scope communication error was displayed. The user used the ltf-s190-5 and the otv-s300 in the intended procedure. The serial number of the ltf-s190-5 used in the intended procedure was unknown, but it could be (B)(4) because the facility has the ltf-s190-5 of these serial number. The serial number of the otv-s300 used in the intended procedure was unknown, but it could be (B)(4) because the facility has the otv-s300 of these serial number. There was no failure when the ltf-s190-5 connected to another video system center or another endoscope connected to the otv-s300. The user replaced the ltf-s190-5 to another device and completed the intended procedure with the same otv-s300. There was no report of patients¿ injury associated with these events.